Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the lock line could not be removed. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. Clip deployment was started; however when removing the lock line approximately 20cm; resistance was felt the lock line could not be removed. The clip was not deployed and the cds was removed. A new clip was implanted. A total of two clips were implanted, reducing the mr to less than 1. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for evaluation and the reported inability removing the lock line was confirmed. A lock line knot was noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. In this case, given the size and location of the knot, it is possible that the lock line became knotted at the end after the unwrapping/removal process and therefore contributed to the inability to remove the lock line; however, this cannot be confirmed. Based on the information reviewed, while the inability to remove the lock line/mechanical jam appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.